Event description:
It was reported that a linx device was explanted due to a hiatal hernia recurrence.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: why was the device explanted? Did the patient have a hernia repair and a fundoplication done at the time of explant? What is the lot number of the device? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2022. Additional information was requested, and the following was obtained: why was the device explanted? Recurrent reflux did the patient have a hernia repair and a fundoplication done at the time of explant? Hernia repair, yes! No fundoplication. What is the lot number of the device? Still working on obtaining it.